Manufacturer narrative:
Follow-up: repair information per field service engineer (fse) the battery was replaced to address the reported problem.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that the ventilator has a battery failure. The customer reported there was no patient involvement.